Event description:
It was reported by the rep the device was used during a thoracoscopy with wedge resection. It was reported while inside the patient's chest cavity, the reload fell out of the shaft of the ez45g. The reload was retrieved without incident. A second ez45g was opened to finish the procedure. There was no consequence to the patient.